Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va02nm4, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va02nm4, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va02nm4, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was MRI scheduled for the brain to rule out seizure. Also, contact #8 on the right lead showed high readings: c/8: 7811 ohms 8/9: 6735 ohms 8/10: 8454 ohms 8/11: 8362 ohms it was unknown if these were old or new impedance readings. The MRI was scheduled for seizure disorder. It was unknown if the patient had any fall or trauma. Five days later it was reported that seizures were due to a brain tumor. The MRI was intended to monitor the tumor to see if it had grown. It was stated that the high impedance prevented the MRI from occurring. The cause of high impedances was not determined. No additional testing was done. The patient continued to receive effective therapy.